Manufacturer narrative:
A service and repair evaluation was performed. The investigation of the complaint articles has shown that: the customer reported the tip of the depth gauge broke off. The repair technician reported the tip of the depth gauge broke off, and the protective sleeve was missing. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device history records review was conducted. The report indicates that the: DHR review for: part 319.006, lot # 9863373, release to warehouse: 30-jul-2015, expiration date: na, supplier: na. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted/explanted as it broke during the procedure. Fragments were removed. Product investigation was completed: one depth gauge for 2.0mm and 2.4mm screws (part # 319.006, lot # 9863373) was returned for investigation. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Visual inspection determined that the hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was returned. The slider is loose in the hollow body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. Drawing review performed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing/dropping heavy instruments on top of the device during the sterilization process. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrective data: patient's age at the time of event was reported as in the 20s. Exact age is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. A service and repair evaluation/review was attempted. No service history review can be performed as no service history review can be performed as part number 319.006 with lot number(s) 9863373 is a lot/batch controlled item. The manufacture date of this item is unknown. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tip of the depth gauge for 2.0mm and 2.4mm screws broke during an ulna fracture surgery on (B)(6) 2016. The fragment was easily removed without additional intervention. It is unknown what was used to proceed with surgery. Surgery was successfully completed without patient harm or surgical delay. Patient status/outcome was reported as stable. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).